Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.186" x 0.597" was found to be broken off the yaw pulley. The broken piece was returned attached to the instrument by the conductor wire. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. Further investigation found a broken molded insulator. The molded insulator was broken at the base of the grip. The broken section measured approximately 0.043" x 0.104" and was not returned. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: the molded insulator was observed to possibly be damaged and dislodged.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the tip of a force bipolar instrument was broken during a collision with another instrument. The broken piece fell inside the patient¿s anatomy. The customer used a backup force bipolar instrument to continue with the procedure.